Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "grabbing things out of a dumpster" when they slid down to the ground and their cardiac resynchronization therapy defibrillator (crt-d) fired. The patient reported left-sided chest pain and soreness, like they were "kicked in the chest" where the defibrillator went off. It was noted upon review of the device that the patient received a shock for atrial fibrillation (af) with rapid ventricular response. The patient was started on amiodarone and to be monitored for one day. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.